Manufacturer narrative:
(B)(4). Concomitant products: 00902602800, cocr femoral head, 60602400. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07691 . Discarded.

Event description:
It was reported that a patient underwent an initial right hip procedure. Subsequently, the patient was revised due to wear and lysis. It was also noted that the patient had a couple of falls within the last year due to instability. The head and liner were replaced. No complications or delays were reported. Attempts have been made and additional information on the reported event is unavailable

Manufacturer narrative:
Concomitant medical products: unknown cup; unknown femoral stem; femoral head, catalog# 00902602800, lot#60602400. Reported event was confirmed by review of x-rays provided. According to the x-rays reviewed, there is polythene wear of the right hip with periacetabular lysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.